Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/06/2016. Retain and return product was tested and functioning according to specification. Investigation: retain testing -passed (wbs3) and return testing -passed (wbs3). DHR review - lot passed final product test, no related ers associated with the lot, (B)(4) were distributed from the lot, 0 other complaints for the lot for unexpected/discrepant results. Assessment: results from both methods were consistent over time.  There was no rise in ctni over approximately 3 hours on either instrument.  The healthcare provider indicated that the patient developed chest pain after being in the ed and if that chest pain was indicative of a myocardial infarction (mi) a rise would be expected in the serial sampling as per the universal definition of mi  (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.).  Additionally, they indicated the only new medication provided in the ed was heparin after the 2nd troponin results were run. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms.  Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction." Correction: from: at this time, abbott point of care does believe that there is a product malfunction, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)). To: at this time, there is no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).

Event description:
On (B)(6) 2016 abbott point of care was contacted by a customer who reported they obtained a troponin of 0.05 on the I-stat and 0.168 on the lab vitros 5600 analyzer. The patient was presented in the ed for congestive heart failure and then developed chest pains. There are no injuries associated with this event. That customer stated that return product is available for investigation. (B)(6). At this time, there is no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/06/2016. Retain and return product was tested and functioning according to specification. Investigation: retain testing -passed (wbs3) and return testing -passed (wbs3). DHR review - lot passed final product test, no related ers associated with the lot, 14,400 were distributed from the lot, 0 other complaints for the lot for unexpected/discrepant results. Assessment: results from both methods were consistent over time.  There was no rise in ctni over approximately 3 hours on either instrument.  The healthcare provider indicated that the patient developed chest pain after being in the ed and if that chest pain was indicative of a myocardial infarction (mi) a rise would be expected in the serial sampling as per the universal definition of mi  (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.).   Additionally, they indicated the only new medication provided in the ed was heparin after the 2nd troponin results were run. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms.  Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2016 abbott point of care was contacted by a customer who reported they obtained a troponin of 0.05 on the I-stat and 0.168 on the lab vitros 5600 analyzer. The patient was presented in the ed for congestive heart failure and then developed chest pains. There are no injuries associated with this event. That customer stated that return product is available for investigation. (B)(6). At this time, abbott point of care does believe that there is a product malfunction, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).